Event description:
The customer has observed high results on three patient samples for the androstenedione assay on an immulite 2000 instrument after performing a 1:4 dilution on the samples as per siemens protocol. The customer is concerned that patient samples that are less than 5.5 ng/ml may be over recovering on the assay. The samples were sent out to be tested on an alternate platform where the results on the three patient samples were lower. The patient sample results were reported to the physician(s) who questioned the results. There were no known reports of patient intervention or adverse health consequences due to the high results observed on the patient samples for androstenedione.

Manufacturer narrative:
The initial MDR 2432235-2014-00422 was filed on july 14, 2014. Additional information (11/14/14): siemens has observed over-recovery in the immulite/immulite 1000/immulite 2000 androstenedione assay for samples across the assays' reportable range of 0.3-10 ng/ml (1.1-35 nmol/l). Siemens has confirmed that the issue noted in the december 2013 field action is not limited to only samples >5.5 ng/ml (19.2 nmol/l). Siemens has identified that the root cause of the over-recovery is related to the variability of a critical raw material. This issue has been resolved beginning with immulite/immulite 1000 kit lot 431, and for immulite 2000 beginning with kit lot 331. (B)(4).

Manufacturer narrative:
The over recovery and loss of linearity of the immulite systems androstenedione assay has been identified to be variability of a critical raw material (variation in the activity of rma160 alkaline phosphatase (unlabeled/low activity alkaline phosphatase, cold ap) in the reagent wedge). In addition, siemens healthcare sent out a customer bulletin 2014-05 in may 2014, announcing the restoration of the linearity of the androstenedione assay on the immulite 2000/immulite 2000 xpi to 10 ng/ml (35 nml/l), beginning with kit lot 331.